Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that he fell on the pump and the screen is scratched. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.